Event description:
Device #4 of 4: reference MFR. Report:1627487-2017-02931, 3006705815-2017-00620 and 3006705815-2017-00621. Follow up information identified the patient has recovered and is stable.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #4 of 4: reference MFR. Report:1627487-2017-02931, 3006705815-2017-00620 and 3006705815-2017-00621 the patient had 2 anchors with the same lot number. It was reported the patient was admitted to the ER for possible (B)(6) infection. The patient underwent surgical intervention (date unknown) where the entire scs system was explanted.